Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was "telemetry failure" with the programmer. Both the programmer and the programmer head were returned for service. It was further requested that the programmer be calibrated/evaluated and receive upgraded parts. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was "telemetry failure" with the programmer. Both the programmer and the programmer head were returned for service. It was further requested that the programmer be calibrated/evaluated and receive upgraded parts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 2067, radio frequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.